Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 9:47pm, one sunday, on an unknown date 3 months and 2 weeks prior to contacting lfs. The patient manages his diabetes with a combination of medications including levemir and novolin r insulins and metformin tablets. He reported that between 12:30am and 1am on that sunday night/monday morning, he skipped all medication and took "a teaspoon of honey and had can of coca cola soda". He reported that an unknown time after the alleged issue began, he began "blacking out". He reported that he obtained a blood glucose result on an unknown device of "41 mg/dl". He also reported that at 8:30 am on the monday morning, he "had to receive emergency dental service due to knocking two teeth out and a third tooth was really lose and had to be removed...and received a bridge". At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter did not power on with a button press. The cca established the meter's battery did not need to be replaced. However, the patient was not incorrect test strips and he did not have the correct test strips to insert into the meter. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion and subsequent hcp intervention, after the alleged power issue began.